Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'error code 320 and also does not recognize when door is closed' was confirmed a review of the event history log revealed "system error 320 - latch switch error". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a system error 320. The cause of the condition was determined to be an inoperable upper hook switch. The upper auxiliary requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this alert would result in a delay in therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize when the door was closed. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.